Event description:
On (B)(6) 2013, the patient reported his blood glucose level has dropped into the 20's mg/dl and he has needed outside assistance to bring his blood glucose level back up. The patient stated that he has lost consciousness and his wife has had to give him a shot of glucagon. The patient stated that his basal rates were too high and that caused the low blood glucose levels. After the glucagon shot he was feeling ok 20- 30 minutes later. He stated that this happened to him on (B)(6) 2013. The patient did not go to the hospital for these events, but emt's were called. For each event, it was his wife that treated him. The patient's normal blood glucose range is 100-160 mg/dl. At the time of report, his blood glucose over his normal level of 160 mg/dl. After adjusting his basal rates his blood glucose levels returned to normal. The patient's diet and medication have changed recently. No product was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product has been requested to be returned.